Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d6b, e.1. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittencies and loss of lock. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted.